Event description:
The rep reported a lack of right-sided dbs therapy benefit; system interrogation had revealed a problem with impedance readings. Readings were obtained at <15ua for electrode pairs 4/6, and 4/7; the 4/7, electrode pair had an impedance value greater than 4000 ohms, at <15ua. Right-sided readings were obtained at 3.0v; the left-side had been at 4.6v. Therapy impedance readings were reported as 1752 and 32 ua. C+, 0-, 4.6, 90pw and 140 rate, c/0, c/1, c/2, c/3, all 900 and <15ua (run at 4.6v), bipolar pairs were 1806 and <15ua. Right-sided therapy readings were reported as 793, c+5- 3.0v, 60 pw and 140 rate. C/4, c/5, c/6, c/7; all unipolar pairs had been 793; an identical value had not been expected. It had been unclear why all impedance values were identical when "running above 3.0v" it was advised to run group impedance readings and to complete an exhaustive impedance test. Add'l info has been requested from the rep.